Manufacturer narrative:
According to the field, the system will not be returned back from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.